Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it stopped ventilating while on a patient. The customer stated the patient coded and was taken off the ventilator to be manually ventilated (bagged) and placed back on the ventilator but the ventilator would not deliver any volumes or flow. The customer then placed the patient on another ventilator.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr could not find any errors and couldn't duplicate the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications.